Event description:
It was reported that a patient presented to clinic for follow up. It was revealed that there was no rf telemetry. No changes or intervention was performed; the device will continue to be monitored. There were no patient consequences.

Event description:
Additional information received notes that programming changes were performed to resolve the issue.